Manufacturer narrative:
No samples were returned for investigation; however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Event description:
Reporter stated, the infusion headset leaked insulin during use and this resulted in elevated blood glucose. The patient's mother confirmed the issue by performing a prime, and she stated the headsets have been changed frequently due to this. The infusion sets were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).